Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/5/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One sealed box was received for analysis. Product code sxpp1b419, lot tmbejs. In addition, a photo was provided and showed two boxes. Upon visual inspection of the returned box. The information printed in the box was uploaded to jde and a mix in the labeling in the outer box was found. The box states that this is a symmetric suture, but the lot number printed pertains to a stratafix spiral lot: tmbejs. In addition, a photo was provided and showed the condition reported. The foil packets and the suture on the winding former were examined and pertains to the product code sxpp1b419 ( a stratafix spiral suture) based on the information currently available, the incorrect raw material/ identification tag/ print information was identified during the investigation of the samples received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that the hospital was reviewing product in sterile core on (B)(6) 2024 of barbed suture. Noted that there were two boxes of barbed suture. One box was notably larger than the other and had different branding on the box which was inconsistent with that product code. Box was still sealed. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.